Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, active current measurement and self test. However, device failed the sleep current measurement due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer stated that he had change batteries, but display remains blank. Customer was calling back with blank display after receiving a new battery cap. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.